Event description:
The customer reports noticing that the crystalens was cracked when opening the package. No pt contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.